Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6), 2021 resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-18267. It was reported that the patient's leads migrated. The issue was confirmed via x-rays. As result, surgical intervention may occur on a later date.